Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during first inflation at 15 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications reported.